Manufacturer narrative:
One powermini motor drive unit, part number (B)(4) was received on (B)(4) 2017 and confirmed to be serial number (B)(4) . There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. Product passed functional and high speed testing (100-5,000 rpms) for 10 minutes. Unit passed functional tests on both dii and dii eip test control units with and without footswitch. Mdu did not overheat or lock up while using three different type blades during functional testing. All functions performed as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
The wrist scope procedure was successfully completed with the same device without delay.

Event description:
It was reported the device was overheating. No injuries or complications were reported as a result.